Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument broke during use. There was no fragment that fell into the patient. The procedure was completed with no reported injury. There was a report of a procedure delay of over thirty minutes.